Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 19095540, medical device expiration date: 03/19/2022, device manufacture date: 03/19/2019. Medical device lot #: 19087574, medical device expiration date: 08/21/2022, device manufacture date: 08/21/2019. Medical device lot #: 19085331, medical device expiration date: 08/14/2022, device manufacture date: 08/14/2019. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the maxzero needleless connector experienced stick-down of the needle free valve. The following information was provided by the initial reporter: the piston remained in the recessed position and did not return to the closed position after disconnecting the luer device. No health hazard to patient was reported.

Manufacturer narrative:
Corrected information: the initial report included three lot numbers. It has been clarified that only lot# 19095540 applies. Disregard lot#s 19087574 and 19085331. The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 07/28/2020. Investigation conclusion one mz1000 samples was received for investigation with residual fluid present within; no packaging was received with the sample, however the customer indicated the affected lot number to be 19095540. Additional information provided by the customer confirmed the connecting product in use at the time of the customer's experience was a terumo product and that the product had been in use for up to 30 days. A visual inspection of the sample did not identify any signs of damage or manufacturing defects which could have contributed to the customer's experience. The sample was subjected to functional testing by connecting it to various male luers from bd stock and subjecting to a flush through; the customer's experience was replicated with the piston noted to have a delay returning to the closed position following disconnection of the male luer. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have confirmed that recessed pistons can occur as a result of a core pin mismatch which results in a slight step being formed within the component. As a result, when the piston is depressed it can be caught on the step and remain in the recessed position when disconnected. A review of the production records for lot 19095540 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although this is considered to be a rare occurrence, the manufacturing site have identified improvements to the in-process testing protocol for this component, furthermore an improved segregation system has been implemented on the automatic assembly machine. In this instance, the affected lot was manufactured prior to the implementation of the new segregation system. Please note that the directions for use of the maxzero states "change according to facility protocol or in accordance with currently recognized guidelines for IV therapy, such as every 7 days or 200 activations". In this instance the customer confirmed the affected sample was used continuously for a period of approximately 30 days. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the maxzero product.

Event description:
It was reported that the maxzero needleless connector experienced stick-down of the needle free valve. The following information was provided by the initial reporter: the piston remained in the recessed position and did not return to the closed position after disconnecting the luer device. No health hazard to patient was reported.